Event description:
This lead was implanted on (B)(6) 1995 and was capped on (B)(6) 2013 due to product performance issue. This lead had high thresholds and low impedance that was getting lower every visit. Lead performance deteriorated over time to a critical point and had to be replaced. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).